Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2013. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The patient outcome of this event was not reported. The same month as the onset of this peritonitis event, the pd catheter was removed. No additional information is available.